Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department for bradycardia with a rate of thirty reported by emergency medical services. This rate is lower than the cardiac resynchronization therapy defibrillator (crt-d)'s programmed lower rate. However, no issues were noted on the telemetry monitor in the emergency room. The transmission was reviewed and there were possible oversensed beats noted on stored electrograms (egm) of the right ventricular (rv) lead. The device and rv lead remain in use. No further patient complications have been reported as a result of this event.